Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an alleged fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was planned to be explanted due to an alleged fracture. To date, the lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Manufacturer narrative:
This lead was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead was planned to be explanted due to an alleged fracture. Additional information noted that high out of range pace impedance measurements were noted and x-ray confirmed the alleged fracture. The lead was explanted and was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was planned to be explanted due to an alleged fracture. Additional information noted that high out of range pace impedance measurements were noted and x-ray confirmed the alleged fracture. The lead was explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the explant date.

Manufacturer narrative:
This lead was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead was planned to be explanted due to an alleged fracture. Additional information noted that high out of range pace impedance measurements were noted. The lead was explanted and was expected to be returned. No additional adverse patient effects were reported.